Event description:
Boston scientific received information that this patient felt light headed and possibly passed out as a result. The patient's device programming was optimized and the patient was sent home with a head trauma. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.